Event description:
Clinician called in to review remote transmission dated (B)(6) 2024 regarding some sort of oversensing seen. Clinician thinks it is far but it is difficult to fully assess. Tse reviewed the remote transmission, noted the oversense, and checked the parameters. Tse advised to clinician that they would want to first add a sense amp egm channel configuration to get a clean view and allow for measurements of artifact. Tse further discussed that if this was far , they may consider adjusting sensitivity to cover first, or could consider extending the refractories beyond the longest oversense interval. Clinician will follow up with physician regarding next steps. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).